Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a sinus case the sponges were frayed as they pulled them out.

Manufacturer narrative:
Qn#(B)(4). No evidence of "fraying" or any other degradation of material in DHR or observed on any physical product. No samples or photo of reported defect returned. No changes to manufacturing process or procedures have occurred. This neurosponge is made from non-woven cotton material, which is fragile and can easily be damaged or pulled apart with improper handling or use. This material inherently contains particles and/or fibers, and this is a normal and known characteristic of the material design. This material is specified by teleflex. Possible root cause is that end user does not understand the innate characteristics of non-woven cotton material, and/or the parts were mishandled by customer.

Event description:
It was reported that during a sinus case the sponges were frayed as they pulled them out.